Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. At the time of report, it was unknown if the device involved in the event was removed; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient's tubing incarcerated in the abdominal wall and a surgical request was made for removal of the tube. Device was not returned.